Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2017. Product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-jan-2016, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl (907.5 mcg/ml at 307.94 mcg/day) and bupivacaine (30 mg/ml at 10.18 mg/day) via an implantable pump for non-malignant pain. It was reported that about 4-5 days earlier the patient had a fall on her pelvis and since that time has had increased back pain and noticed increased pressure like pain to the back when giving a bolus. The hcp also stated the patient has had paresthesia below 2-6. The patient was diagnosed with a granuloma the night before ((B)(6) 2021).  The hcp wanted to program the pump to stopped pump mode until a catheter revision could be done. The hcp stated they interrupted telemetry and the settings were not changed. The hcp decided not to program to minimum rate mode and leave the settings as they were. The patient was currently hospitalized. It was noted the patient has had two to three granulomas in the past, one of which was occurred in 2012 (please refer to manufacturer report numbers 3007566237-2010-03340 & 3004209178-2014-03561 regarding these events).